Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 74 mg/dl. Upon troubleshooting, it was found that the display did not return. The customer stated that the device began beeping with nothing showing on the screen. Several alarms were also noted in the device's alarm history. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after a battery insertion and no frozen display was noted; however, the insulin pump did not pass the self test due to missing segments on the display. No alarms occurred during the self test. The missing segments on display were due to moisture damage on the top right corner of the liquid crystal display board. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no battery out limit alarm or unexpected beeping occurred during testing. The insulin pump was also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked case, cracked case at the reservoir tube window corner, cracked reservoir tube window, and missing end cap sticker.